Manufacturer narrative:
A customer in the us alleged a discrepant result with the cobas® sars-cov-2 & influenza a/b test. Three different samples from a single patient resulted in an initial sars-cov-2 positive result and two negatives. An investigation did not identify any product problem and revealed the sample was near the limit of detection. No harm was alleged.(B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR.a customer in the us alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b test. During routine testing on (B)(6) 2021, the customer tested a patient sample and produced a positive result for the sars-cov-2 target. The customer collected a new sample and tested it the next day producing all negative results. The customer collected a third sample the day after that and repeat testing again producing all negative results. The positive result was originally released and questioned by the health care provider. The patient's clinical status did not agree with the positive result. There was no harm alleged.the samples were nasal specimens collected in remel m4rt utm media.a review of the data identified a late CT value for the positive sars-cov-2 result which is indicative of a sample near or below the limit of detection. No abnormalities in the curves were observed. No product problem was identified and the assay is working as intended.